Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced a hyper glycemic event. On (B)(6) 2025, the patient began feeling sick, vomiting, and was incoherent. The patient reported she was experiencing cgm inaccuracies, however, no specific cgm or bg meter values were reported. The patient stated that from 12/05 through 12/08, she was ¿out of it¿ and doesn¿t recall what happened. On (B)(6) 2025, the patient¿s brother noticed the patient was incoherent and called 911. The patient does not recall what occurred in the ambulance, any cgm/bg meter values, or treatment details. At some point, the patient¿s cgm also lost connectivity with her betabioinics ilet insulin pump (the patient could not recall the specific error provided). The patient reported this caused her insulin pump to stop delivering insulin (issue reported to betabionics). At the emergency room (ER), the patient recalled being told her bg level was 1100 mg/dl. She was diagnosed with dka and aspiration pneumonia (due to excessive vomiting). The patient was also having difficulty breathing and was therefore heavily sedated and placed on a breathing tube. She was admitted to the ICU and treated with IV fluids, IV insulin, and (6) unspecified IV antibiotics. The patient was discharged on (B)(6) 2026. At the time of report, the patient was still not feeling well, slept frequently, and continued to feel ¿rundown¿. It was reported that an unknown issue occurred. Performance data was reviewed. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - aspiration pneumonitis. H6: health effect clinical code - ventilator dependent.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced a hyper glycemic event. On (B)(6) 2025, the patient began feeling sick, vomiting, and was incoherent. The patient reported she was experiencing cgm inaccuracies, however, no specific cgm or bg meter values were reported. The patient stated that from (B)(6) through (B)(6), she was ¿out of it¿ and doesn¿t recall what happened. On (B)(6) 2025, the patient¿s brother noticed the patient was incoherent and called 911. The patient does not recall what occurred in the ambulance, any cgm/bg meter values, or treatment details. At some point, the patient¿s cgm also lost connectivity with her betabioinics ilet insulin pump (the patient could not recall the specific error provided). The patient reported this caused her insulin pump to stop delivering insulin (issue reported to betabionics). At the emergency room (ER), the patient recalled being told her bg level was 1100 mg/dl. She was diagnosed with dka and aspiration pneumonia (due to excessive vomiting). The patient was also having difficulty breathing and was therefore heavily sedated and placed on a breathing tube. She was admitted to the ICU and treated with IV fluids, IV insulin, and (6) unspecified IV antibiotics. The patient was discharged on (B)(6) 2026. At the time of report, the patient was still not feeling well, slept frequently, and continued to feel ¿rundown¿. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available